Event description:
A report was received from the USA stated an 840 ventilator experienced a safety valve issue. No pt involvement was reported. The date of the event is unk. No add'l info is available at this time.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the pt circuit. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to MFR specs. (B)(4).